Manufacturer narrative:
Correction: a4.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.